Event description:
It was reported by the regulatory agency that the patient experienced itching and a red blotchy area when using chloraprep. Per report: reaction description: the donor complained of an itchy rash on his arm in an area where the chloraprep wand had been used. Donor had an areaapprox 10cm x 3cm which had red blotchy areas and was itching. Red area not corresponding with total area that was cleaned with chloraprep. Coolcompress applied to arm to reduce itching. Advice given to donor to seek medical attention if symptoms worsen. Donor informed that he must bewithdrawn from donating.

Manufacturer narrative:
No samples or photos were available for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause. Possible causes include: increased chg concentration, increased ipa concentration, chemical specifications do not meet requirements, increased impurity or leachable concentrations. A production record review was completed for batch/lot 0316002 and there were no non-conformances found during the manufacturing of the lot and during routine quality assurance inspections. Current controls include chemistry testing prior to release. Chemistry testing requirements were done and results were within acceptable specifications. No further actions are required. This failure will continue to be tracked and trended. H3 other text : see narrative below.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the regulatory agency that the patient experienced itching and a red blotchy area when using chloraprep. Per report: reaction description: the donor complained of an itchy rash on his arm in an area where the chloraprep wand had been used. Donor had an area approx 10cm x 3cm which had red blotchy areas and was itching. Red area not corresponding with total area that was cleaned with chloraprep. Cool compress applied to arm to reduce itching. Advice given to donor to seek medical attention if symptoms worsen. Donor informed that he must be withdrawn from donating.